Event description:
Provider spoke to (B)(6) in customer service (B)(6) to advise the one arm drive is not working and he thinks the hardware is stripped. Provider hung up before any additional information could be obtained. Serial number no longer comes up.

Manufacturer narrative:
Follow up to be sent if additional information is received.